Event description:
It was reported that the patient developed vegetation on their right atrial (ra) and right ventricular (rv) pacemaker leads. The pacemaker system including the leads were extracted and replaced with a leadless pacemaker system. There was no pocket infection observed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5171134.